Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same cases as MDR ID: 2134265-2018-02434. It was reported that burr became stuck on rotawire and rotawire fracture occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink¿ plus and a 330cm rotawire¿ were selected for use. During the procedure, it was noted that burr became stuck on the rotawire. Subsequently, when the burr was disconnected from the manifold, it was observed that the rotawire was broken. The procedure was completed with another of the same burr and rotawire. There were no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. A visual inspection observed the guidewire was broken in two sections; one of them was stuck inside the burr; however, after some attempts, it was possible to remove the wire from the burr. This section of wire measured approximately 131.4 cm. The ends of the broken sections were inspected and both of them showed rotational marks, that are normally observed when the burr is rotated at high speed and during an extended period of time. In addition, the distal tip of the guidewire and the body of it were kinked; the kink in the body was located approximately at 136 cm from the proximal end. The length of the second section of the guidewire measured approximately 198.8 cm. The overall length could not be performed due to device condition (body broken). The overall diameters of the distal tip, middle of the device, and proximal section are within specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is user/use error as there was an act or omission of an act that resulted in a different medical device response than intended by the manufacturer or expected by the user. The dfu states: "exercise care in handling of the guidewire during a procedure to reduce the possibility of accidental breakage, bending, kinking, or coil separation. Resulting guidewire fractures might require additional percutaneous intervention or surgery. Do not allow the individual burr run time to exceed 30 seconds as this may lead to wire fracture/tip separation that may result in perforation, dissection, embolism, myocardial infarction and in rare cases, death. The rotawire guidewire has an expected functional life of 5 minutes (total of individual burr run times). Do not allow the burr to remain in one location while rotating at high speeds, as this may lead to wear of the guidewire." (B)(4).

Event description:
Same cases as MDR ID: 2134265-2018-02434. It was reported that burr became stuck on rotawire and rotawire fracture occurred. The target lesion was located in the coronary artery. A 1.25mm rotalink plus and a 330cm rotawire were selected for use. During the procedure, it was noted that burr became stuck on the rotawire. Subsequently, when the burr was disconnected from the manifold, it was observed that the rotawire was broken. The procedure was completed with another of the same burr and rotawire. There were no patient complications reported and the patient's status was stable.